Event description:
Additional information received reported the device was able to be charged. Efficacy was achieved to relieve pain. No further information was reported.

Event description:
It was reported that the patient had not gotten full effect from the device, starting several months after implant, and had not had stimulation or recharged for about two months. It was noted that the recharger was not charging. In addition, when the patient was sleeping or walking her right leg would go numb, and she was not sure if it was a pinched nerve, but noted that the device had caused more back pain since implant. The patient stated that she wanted the device removed. It was also reported that the patient needed an MRI due to liver disease, but no facility would perform the MRI and CT scans were not suitable for what they wanted to check. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4): lead model 39565-65, serial# (B)(4), implanted: 2011-(B)(6), explanted: na; programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).